Manufacturer narrative:
B3: month and year of event have been provided; day is unknown.one device was received for evaluation. The complaint was confirmed. Red error code on every startup with batteries. The cause was the printed wiring assembly (pwa). Replaced pwa to resolve error code and updated the software. The unit passes all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during testing there was error code 41786 upon startup, software upgrade required. There was no patient involvement.